Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen and two other drugs via an implantable pump. It was reported that the reason for the call was the patient stated they called a couple months ago and they were sent a survey which asked about the pump. The patient did not have the letter in front of them. The patient stated they went to get the pump filled and they got out too much medication with the pump they have now. The patient stated they were due to have the pump replaced next year. The pump stated they were given a referral 2 weeks ago for a surgeon to just replace the pump but, the patient has had no reply or communication from them. The patient stated they had a muscle relaxer in the pump because they have dystonia and it caused the muscles in their throat to cramp up. The patient stated they also had a pain medicine in the pump. The patient stated the health care provider (hcp) did a dye test and did not see anything and said the dye probably unplugged it. The patient provided the name of their hcp. The patient was redirected to their hcp to further address possible pump issue and possible pump replacement.